Manufacturer narrative:
Date of report = 01/26/2017.

Manufacturer narrative:
(B)(4). Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event.

Event description:
Edwards received information patient had severe aortic stenosis, moderate to severe aortic insufficiency, an thickened aortic leaflets. Post procedural gradient was 6 mmhg. The patient was transported to the pacu in stable condition.

Event description:
Edwards received information that the patient underwent valve-in-valve to treat previously implanted valve. A 23mm edwards transcatheter valve was implanted in the aortic position.

Manufacturer narrative:
Corrected received by MFR date from 02/23/2017 to 02/21/2017, regarding follow-up no. 2 of MFR # 2015691-2017-00287.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient has a 21mm surgical valve with a leaflet not functioning correctly. Implant duration of the valve is approximately 11 years. The patient was recently scheduled to undergo redo-avr; however, the hospital postponed the procedure due to the patient's gum infection.